Manufacturer narrative:
Philips service replaced the cooling unit and image detector, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube rotor and image detector issues caused opaque images on an allura cv20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.